Event description:
Related manufacturer reference number: 2017865-2022-16535. Related manufacturer reference number: 2017865-2022-16536. It was reported a patient presented with an infection. The system was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was recovering.

Manufacturer narrative:
The lead was returned due to infection. As received, a partial lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.